Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02270. It was reported that in the morning during the post-implant device check, the right ventricular lead became dislodged. The patient was brought back to the cath lab, and the rv lead was repositioned. During the procedure, no communication with rf telemetry on the pacemaker was noted. Troubleshooting was performed with no success to achieve rf telemetry. The device was explanted and replaced. There were no patient complications, and the patient was in stable condition.